Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels ranging from 250-300 (mg/dl) for the past 2-3 weeks. Reportedly, the customer used manual injections and delivered correction bolus to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.